Event description:
It was reported that the right ventricular lead was explanted due to suspected perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.